Manufacturer narrative:
A failure of the device was identified during evaluation; however, the failure was unrelated to the reported issue.

Manufacturer narrative:
The t:slim user guide indicates pump is to be used with individuals 12 years of age and older. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose level (300+ mg/dl), vomiting and diabetic ketoacidosis. Customer was disconnected from the pump while at the hospital and treated with subcutaneous insulin. Reportedly, the customer had eaten >20 pizza rolls while at camp and then played football prior to hospitalization. Customer was due to be released the following day. Tandem technical support assisted contact with making health care provider requested changes to pump settings.